Event description:
A malfunction alarm occurred, identified as malf 16. There was no adverse impact to the customer's blood glucose level. The customer performed a reset on the pump prior to calling technical support. Technical support arranged for a replacement pump. The customer reverted to multiple daily injection (mdi) as backup therapy and was guided on how to put the pump into storage mode before returning it. The customer acknowledged the instructions, including returning the malfunctioning pump with a pre-paid label within 10 days.